Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 20mmol/l. Customer has treated for high blood glucose and advised revert to backup plan for time being. Customer reported via phone call that they had leakage in the reservoir compartment and a strong smell of insulin. Customer reported a small crack on the pump casing where clip would be placed. The customer pump was oow and advised to remain to backup plan and contact health care provider regarding upgrade.